Event description:
The physician reported that during an implant attempt of the subject pacemaker, a lead connection issue in the ventricular channel was incurred. It was indicated that following proper lead connection, the ventricular lead had to be disconnected from the pacemaker and repositioned due to capture failure and a high threshold value, which was confirmed by a psa measurement. The ventricular lead was re-positioned and reconnected to the pacemaker again, but the lead came out of the port easily by a lead pull test. When the physician visually checked inside the ventricular port, the tip of ventricular setscrew was visible, so the physician loosened the setscrew until no longer visible. Several reconnection attempts with two different screwdrivers yielded the same results, since the lead could be removed easily from the port afterwards. Another pacemaker was ultimately implanted instead.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, a lead connection issue in the ventricular channel was incurred. It was indicated that following proper lead connection, the ventricular lead had to be disconnected from the pacemaker and repositioned due to capture failure and a high threshold value, which was confirmed by a psa measurement. The ventricular lead was re-positioned and reconnected to the pacemaker again, but the lead came out of the port easily by a lead pull test. When the physician visually checked inside the ventricular port, the tip of ventricular setscrew was visible, so the physician loosened the setscrew until no longer visible. Several reconnection attempts with two different screw drivers yielded the same results, since the lead could be removed easily from the port afterwards. Another pacemaker was ultimately implanted instead.